Event description:
It was reported that the customer was hospitalized due to high and low blood glucose readings. Customer stated that he had a procedure and their blood glucose readings went down to 40 mg/dl and then increased. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. A few air bubbles were noted in the tubing along with no reservoir, no delivery and low battery alarms in the alarm history. Customer's current blood glucose reading is 384 mg/dl and has treated with insulin through the IV and manual injections. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.